Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the insertion of a multifocal intraocular lens (iol) for the left eye, a defect was noted in the central portion of the optic during implantation. The lens was floated into the anterior chamber with viscoelastic, cut with mst scissors, and removed using mst forceps. The lens fragments were extracted from the eye, and a backup replacement lens of the same power was inserted during the same procedure. The patient¿s vision status post-operatively was unknown as it was only one day after surgery, and no permanent impairment was reported. The procedure was delayed by 30 minutes, no sutures or vitrectomy were required, and it is unknown if the incision was enlarged. Vision pre-operative: 20/40 and vision post-op: 20/50 -2. The patient did not seek additional medical attention. No further information is available.